Manufacturer narrative:
The insulin pump was received with no button response due to flattened up and esc button dome switch. No button error alarms noted during testing. The device had cracked case at the display window corner, minor scratched/worn display window.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he cannot get the alarm to clear. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.